Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient reportedly experienced a head trauma incident at the implant site on (B)(6) 2020. The recipient presented with intermittencies. The recipient was hospitalized for 2 days. Additional medical intervention was not needed. External equipment was exchanged and the recipient's issues resolved.